Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was damaged and had a loose contact. It was also noted that the upper case was damaged. (B)(4).

Event description:
It was reported that there was inconsistent contact during interrogation of an implantable device. The radiofrequency (rf) head was returned for servicing. No patient complications have been reported as a result of this event.